Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source foreign - (B)(6). Reported event was confirmed by review of actual product received. Visual evaluation of the returned product identified that there is debris inside the sealed sterile package. Device history record (DHR) was reviewed with no deviations identified. The product likely left zimmer biomet control non-conforming. The root cause of the reported conditions is attributed to manufacturing deficiency. If any further information is found which would change or alter any information or conclusions, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04039, 0001825034-2018-04040. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that distribution center received a product with debris within the packaging.